Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the lcd (liquid crystal display) is bleeding. Analysis also found the upper case and both bail covers are broken. Keyboard is scratched and serial number label is damaged.

Event description:
It was reported the bottom lcd (liquid crystal display) is broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.